Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, it was noted that the cassette could not be recognized by the pump. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. Four pictures were received. Picture one show a cassette product in used conditions, with slide clamp activated, without blue clip and without white cap. Picture two show the front view of cassette product from flow stop model without blue clip. Picture three show the ay bag neck section from a flow stop cassette model. Picture four show the top view of a cassette product. Sample received consist in one cassette product sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. Sample received don?t present any damaged, kink, cut or condition that could cause failure mode. Pump tube height: the sample was tested to measure the height of the pump tube arch and determine if it was under or out of spec following the procedures. The pump tube height failed the test. The pump tube height was 0.1223 inch; however due sample was received in used conditions it is possible to pump tube height was modify during the use. Sample was filled with 100 milliliters (ml) of water. The sample was connected to the pump to look for unusual function. Sample was fully priming and connected without difficult, the pump was set running and no disposable alarm was activated. The reported event was confirm. The root cause of the reported problem was conduct through corrective and preventative action (CAPA) for no disposable alarm issue to identify the root cause. Actions for no disposable alarm issue will be addressed under CAPA.